Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under the garment. The patient reported having allergies to spandex and nickel. The patient's cardiologist advised the patient to end use. The patient's doctor allegedly wanted to put the patient on prednisone and three other medications. It is unknown whether the patient used these medications. The patient reported using benadryl cream. Follow-up indicated that the rash had improved.